Event description:
The following has been reported: on the device screen the error code 51 (speaker issue) was displayed. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.